Manufacturer narrative:
The referenced intracerebral hemorrhage was previously reported under medwatch MFR# 2916596-2014-01596. Approximate age of device: 7 months. The lvad was returned for investigation. The evaluation is not competed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: ldh on (B)(6) 2015 was 1601. The patient was admitted to the vad telemetry step-down unit for possible pump thrombus. He was started on high-dose heparin. Coumadin was held. Aspirin was continued. A transthoracic echocardiogram/ramp study was performed on (B)(6) 2015. This study was inconclusive. CT angiography of the chest on (B)(6) 2015 was negative for flow or outflow graft thrombus. High-dose heparin bridging continued. Because of continued elevated ldhs greater than 1000, integrilin was added. This was discontinued; however, ldh immediately began to rise again. Integrilin was resumed. On (B)(6) 2015 the patient developed acute hemodynamic instability and was transferred to the cvicu. Vasoactive pressors were initiated for hemodynamic support/cardiogenic shock. A pulmonary artery catheter was inserted. Hemodynamic support and diuresis continued. On (B)(6) 2015 the patient was taken to the operating room for lvad exchange. The heartmate ii was explanted and replaced with a heartware device.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with a lactate dehydrogenase (ldh) level of 1601 u/l. Due to a history if intracerebral hemorrhage (ich), the patient was on aspirin therapy. Upon admission the patient was started on high dose heparin. Prior to admission his inr was 2.6. On (B)(6) 2015 an integrilin infusion was started. A CT-angiography scan as negative. A ramp study suggested pump dysfunction with less than optimal left ventricle unloading. Further aggressive medical therapy was not initiated due to the patient's history of ich. It was also noted that the patient had been listed as 1a for transplant for some time; most recently being re-listed as 1a on (B)(6) 2015. On (B)(6) 2015 the patient's pump was exchanged for suspected pump thrombus. The patient was exchanged to another manufacturer's device.

Manufacturer narrative:
The report of elevated ldh and suspected thrombus was confirmed based on the evaluation of (B)(4). Examination of the sealed inflow conduit revealed a strongly adhered deposition situated on one side of the blood-contacting surface. Although specific causes for its development cannot be conclusively determined, the deposition appeared to have developed in this area. The deposition found on the inlet tube did not appear to occlude the flow of blood into the pump. Upon disassembly of the returned pump, examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition appeared denatured and the contact on the outlet cone section of the rotor, suggest that the deposition was present while the pump was operating. The thrombus found in the evaluation would have contributed to the reported elevations in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.